Event description:
During retrieval of the balloon the shaft broke in the patient and became stuck in the vessel. The target lesion location was the right lower leg. The vessel was described as strongly calcified and partially occluded. During retrieval of the balloon a shaft break was recognized, but the exact time-point of the damage cannot be defined. The device became stuck in the tibiofibular tract-fibular artery, on the right side. The hypotube did not become caught on anything. There was no excessive torquing that may have caused the device to break. The device was retrieved by upgrading to a 6fr sheath and the use of an amplatz gooseneck snare kit. After retrieval, an otw balloon was used to treat the lesion, with optimal result. There was no reported injury to the patient. The patient's condition has significantly improved.

Manufacturer narrative:
The complaint report stated that the shaft of the savvy pta balloon catheter separated during retrieval. The separated segment was successfully retrieved and no patient injury occurred. The target site was in the right lower leg. The vessel was described as strongly calcified and partially occluded. A 45 cm sheath was inserted and an antegrade approach was used to access the lesion. No acute angles were present. Angioplasty was performed. During retrieval of the balloon, a shaft break was recognized but the exact time-point of the damage could not be defined. The device became stuck in the tibiofibular tract-fibular artery, on the right side. The reporter stated that the shaft did not kink prior to separating and denied excessive torquing. The hypotube did not become caught on anything. The unit was retrieved by upgrading to a 6fr sheath and the use of an amplatz gooseneck snare kit. After retrieval, an otw balloon was used to treat the lesion, with optimal result. The patient's critical limb ischemia is said to be significantly improved. Analysis of the returned product confirmed a shaft separation 27.5 cm from the tip at the transition outer area. There were a number of kinks in the transition outer area. The distal portion was stuck in the returned sheath. The sheath was a 45 cm, 6fr version. A review of the incoming inspection records for the hypotube showed that the components were supplied to specification. The complaint of shaft separation was confirmed. Although a root cause for the shaft break could not be determined, it appears to be related to procedural factors. There have been a number of shaft failures with the savvy product and clearstream has advised that training be given to the users with respect to contralateral use and supplying sufficient shaft support. This type of complaint will continue to be monitored through the post market surveillance system. After an internal review of our current quality agreements with our external manufacturing partners it was determined that cordis is considered the legal importer of this device. Therefore, the regulatory report is being filed accordingly.